Manufacturer narrative:
A product support specialist (pss) reviewed logs provided by the customer. The pss found several one to two minute network communication disruptions in a 60 minute time frame between four xhibit telemetry receivers (xtr) and two xhibit central stations (xcs). Additionally, the system appeared to recover on its own with no intervention. A spacelabs field service engineer (fse) went on site and replaced a d-link switch connected to the xtrs as a precaution. At this time, the cause of the reported issue could not be identified. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Event description:
The customer reported that they experienced three outages lasting a few minutes of xhibit telemetry receiver (xtr) data over a 30 minute time period. There was no patient or user death, or injury associated with the event.